Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with eight infusion sets. The cannulas were crimped. The event occurred on (B)(6) 2024 . Patient noticed symptoms within 3 hours of insertion. The insertion of the site was the abdomen and hip. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Patient took correction injection via mdi. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.